Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, it was difficult to release from the delivery catheter. The physician performed several forceful maneuvers to deploy the clip and the handle broke. The physician moved the endoscope and clip simultaneously and the clip detached from the mucosa. During cleaning, the clip was found in the operating channel of the endoscope. There were no patient complications reported as a result of this event. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.